Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited t-wave oversensing (twos). Several reprogramming options were attempted and intermittent twos still occurred, reprogramming was eventually successful in eliminating the twos. The lead remains in use. No further patient complications have been reported as a result of this event.